Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, de novo lesion in the mid left anterior descending coronary artery. The 3.5x18mm xience xpedition was implanted and a dissection was observed. The dissection was treated with an additional xience xpedition stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known potential patient effect as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). Correction: it was reported that the device was not available for evaluation; however, the stent delivery system was returned. Evaluation summary: the device was returned for evaluation; however, this incident was reported with the absence of any device malfunction. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.